Event description:
During use for a cardiopulmonary bypass procedure, the user reported the stylete was difficult to withdraw from the tubing. An alternative device was employed and the procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.